Manufacturer narrative:
Analysis of case part (B)(4) determined that the software was unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received information regarding a navigation device being used outside of a procedure. It was reported that when opening standalone digital imaging and communications in medicine (dicom) query/retrieve (qr) a manufacturer representative received a sr manager failure. No patient was present at the time of the event.